Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes might have a coring issue. The following information was provided by the initial reporter: waiting for info dear all, please be informed that no response is received after 3 attempt to gather info for this complaint. Therefore, I will push this complaint to the evaluation with ¿unknown info available¿. However there is a suspect that the issue could be ¿coring¿.

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes might have a coring issue. The following information was provided by the initial reporter: waiting for info dear all, please be informed that no response is received after 3 attempt to gather info for this complaint. Therefore, I will push this complaint to the evaluation with ¿unknown info available¿. However there is a suspect that the issue could be ¿coring¿.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.